Manufacturer narrative:
H3 product analysis: ¿ as found condition: the pipeline flex braid and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex pusher was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends appeared to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. However, the distal tip and marker were found to be dislodged. The tubing material at the distal end exhibited with plastic deformation (jagged edges and stretching). No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues. ¿ conclusion: based on the device analysis and reported information, the customer¿s report of ¿marker band dislodged¿ was confirmed. The damaged distal end of the catheter exhibited with plastic deformation (jagged edges and stretching) which indicated that the catheter tip got damaged and dislodged when exceeding the tensile strength of the tubing material. Highly tortuous anatomy and/or kink/damage in guide catheter/guidewire, excessive resistance during delivery and/or withdrawal can contribute to the event. Possible causes include tensile failure, user operational context if user advances or retrieves intraluminal device against resistance, patient¿s highly tortuous anatomy, kink/damage in guide catheter/sheath, balloon guide catheter, guidewire/stents which may have contributed to resistance during delivery and/or withdrawal/re-sheathing process, hard clots/calcifications in the navigation tract which may snag the catheter, catheter tip shaping. It was noted the patient's vessel tortuosity was severe. It is likely that the severe vessel tortuosity may have contributed to the reported issue. However, the root cause for damage could not be determined. There is no complaint against the pipeline flex. However, the braid was found to be damaged and the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that vessel tortuosity was severe. The lesion characteristics were a wide-neck aneurysm in the m1 segment, measuring 5.2 × 4.3 , and the patient is currently in the general neurosurgery ward.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a phenom 27 marker dislodged. The patient was undergoing surgery for treatment of an aneurysm of the m1 segment of the middle cerebral artery. It was reported that treatment with a pipeline embolization device was planned. The operator first positioned the navien and phenom 27 successfully using the guidewire. Based on the vascular condition, the ped-250-16 stent was selected. After thoroughly hydrating the ped-250-16, it was delivered into the phenom 27 catheter. When the stent reached into the catheter, fluoroscopy revealed that there was no marker point at the tip of the phenom 27. Subsequent cerebral angiography showed that the marker point at the catheter tip had migrated to the inferior trunk of the middle cerebral artery. The catheter and the stent were then removed together, and the patient was transferred for craniotomy to remove the marker point. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU).